Event description:
Boston scientific received info that this atrial lead was implanted and believed to have good contact. Testing with the pacing system analyzer produced varying p-wave measurements with normal impedance measurements. Device based testing was then performed which produced stable threshold measurements and the pocket was closed. Immediately following the implant procedure, a vs was observed right on top of each other. Therefore, a fluoroscopy was performed which revealed the lead had dislodged. The pocket was re-opened and the lead was repositioned without further incident. No adverse pt effects were reported. The lead remains actively implanted and no other adverse events have been reported. This product issue will be updated if additional info is received.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.